Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. The patient reports they were unable to apply a new pod as they were out of pods.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The soft cannula was observed to be kinked. The timing and cause of the observed kinked cannula is unknown. A leak test was performed. No damages or leakages were observed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have resulted in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No problem was found.

Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be kinked. The timing and cause of the observed kinked cannula is unknown. Fluid was able to travel the complete fluid path despite observed cannula damage. A leak test was performed. No leakages were observed. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. Due to not being able to confirm the timing or cause of the observed cannula damage, it could not conclusively be determined if it contributed to the reported event or not.